Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 11, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on august 19, 2021.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, high impedances were noted. The device was classified as device failure on (B)(6) 2021.